Manufacturer narrative:
Other applicable components are: : product ID: 3389s-40, lot#: va1pzt9, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that the patient came to the emergency room (ER) complaining of increased falling, aphasia and weakness. It was indicated that there was a possible edema or hemorrhage around the deep brain stimulator (dbs). A CT was performed and an MRI was also going to be performed. Patient was admitted to the hospital for further observation. It was later reported that the MRI showed edema traveling along the entire length of the lead and gets worse at the distal tip. Patient was on steroids to try and help reduce the edema. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1pzt9, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Per the account, patient was doing much better. Steroids are slowly being tapered and patient was starting home physical therapy. A repeat CT was scheduled for (B)(6) 2020. There was no other information to note at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-19 by a manufacturer representative (rep). It was reported that there was no known reason for the edema at this point. The patient is doing slightly better with steroid medications but still has not resolved.